Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported during an ipg replacement on (B)(6) 2025 [related manufacturer reference number: 1627487-2024-08189], one of the leads appeared to be fractured. Investigation was unable to identify which lead. Effective therapy was restored with the remaining lead. Surgical intervention may be pending to address the issue in the future.